Event description:
Reporting status: malfunction. Reporting rationale: dislodged stent has previously caused or contributed to pt injury. Device issue: dislodged stent. It was reported that the stent became dislodged during preparation. The device was not used on the pt. No pt effect were reported. No additional event or pt info available.

Manufacturer narrative:
Results - product performance engineering was unable to determine a conclusive root cause for the dislodged stent. Eval summary: quality assurance analysis revealed that the stent delivery system (sds) was returned without blood visible. There was contrast visible in the inflation lumen and balloon. The stent implant was dislodged from the balloon and returned inside the orange protective sheath. There was no damage noted to the stent implant. The balloon was tightly folded. There were crimp marks visible on the balloon between the markers. There was one kink in the hypotube 28.5 cm distal to the strain relief tubing. There was no other damage noted to the sds. A laser micrometer was used to measure the stent implant outer diameters and they did not meet manufacturing criteria. The outer diameters were oversized. Pin gauges were used to measure the inner diameter of the orange protective sheath. Product performance engineering reviewed the incident info and the analysis of the returned device. Factors that contribute to stent dislodgement outside the body include, but are not limited to positive pressure during prep, negative pressure during sheath removal, forced sheath removal, improper or inadequate crimping at the time of manufacture, and handling of the stent during prep. The analysis of the returned device confirmed that the stent implant was dislodged from the balloon and returned inside the orange protective sheath. There was no damage observed on the stent implant when it was removed from the sheath. In this case, the analysis revealed crimp marks evident on the tightly folded balloon where the stent had been between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. In addition, there was contrast visible in the inflation lumen and balloon, which is consistent with the device being prepped for use and suggests that, at some point, positive pressure may have been applied to the system. If significant pressure is inadvertently applied during preparation or as the protective sheath is being removed from the sds, the stent implant can become disrupted on the balloon, which may also facilitate stent dislodgement. As a result, the outer diameters of the stent can become oversized and above the accepted manufacturing specs as noted during dimensional analysis. This may have also occurred as a result of the stent dislodgement, as it is expected that the stent would expand during travel over the balloon. Furthermore, dimensional analysis indicated that the inner diameter of the protective sheath was within manufacturing criteria. However, based on the info received with this complaint and the returned device analysis, a conclusive root cause for the reported discrepancy could not be determined. Also noted during the analysis was a kink in the hypotube, located distal to the strain relief tubing. Though, this damage was not reported in the incident description and may have been a result of handling during packaging for shipment back to abbott vascular for analysis. This damge does not appear to be related to the reported stent dislodgement. A review of the finished device lot history record (lhr) did not reveal any non-conforming material reports associated with this lot that could have contributed to this complaint and, all on-line inspections and testing met manufacturing criteria. This MDR is considered closed by the product performance group.